Event description:
High jacket retraction forces were experienced while unjacketing the device. There was premature deployment of the ipsilateral attachment system. The ipsilateral limb was not noticed to be deployed until after deployment of the superior attachment system. Steps were taken to try and retrieve the ipsilateral limb but to no avail. The pt was converted to standard open repair.